Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Additional information received reported the clinical specialist (cs) supported a revision and the healthcare provider (hcp) noted the catheter tip was previously positioned in the cervical spine and had backed all the way out of the intrathecal space and down the spine significantly. It was unknown when his revision surgery date was. The type of drug being delivered by the pump, the date of surgery, patient symptoms, and the patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Describe event or problem: updated to reflect the information received on 2017-nov-10. Model #/lot #: updated to reflect the UDI for the patient's pump. Report updated to reflect the facility contact information related to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-nov-10. It was reported that a replacement of the cervical catheter tip at c2-3 in the patient's spine occurred. No further complications were reported.

Event description:
It was reported that there was a catheter migration/dislodgement. The event occurred during a procedure, the product was noted to be the anchor on the catheter, and the product remained implanted and in service. The type of drug being infused by the pump system was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.